Manufacturer narrative:
The customer did not provide a reference value for comparison. Unable to determine the accuracy of the inratio result without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although relevant non-conformances were noted on batch record review, it did not affect the release specifications. Although a user issue was identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Caller reported an unexpected high result when testing her inratio. The result on (B)(6) 2015 was inratio= >7.5. The patient self tester's therapeutic range is: 2.5-3.5. Technical service rep contacted the distributor and they provided the last result prior to the one on (B)(6) 2015. That inratio result=2.3 and the patient contacted technical service to indicate that there were no medication changes at that time or after.